Event description:
It was reported that the device had power supply issue. Even after changing the front panel on the unit. The red lights don't turn off and kills the battery when it's not being charged or not in use. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had power supply issue was not identified during the customer call. The tech support requested to send the device for repair and issue may be related to the power supply processor board or the logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.